Manufacturer narrative:
The investigation has been completed. No product or data logs were returned for review. As per clinical review, the pump did not pass through the center of the aortic valve due to left ventricle having the structure of the right ventricle hitting left ventricular wall. The pump was pulled out, reinserted to fix at a position with no suction alarm and certain amount of aortic regurgitation (ar) was unavoidable due to the structure of the heart. The cause of the heart valve damage issue was most likely patient condition related since aortic regurgitation was unavoidable due to structure of the heart during impella insertion and positioning per clinical review. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿ ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported a 58-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient experienced aortic regurgitation (ar) following implant of the impella pump. The ar was reported to be unavoidable due to the structure of the patient's heart. No medical intervention was required to treat the ar and patient support continued with the implanted pump. There was no patient harm.